Manufacturer narrative:
From the device history record (B)(4), lot # 0549bc3 was manufactured on february 2, 2019. No quality exception was recorded in the device history record that could lead to the reported incident. A historical review of complaints with product (B)(4) was completed from 08-01-2018 to 08-18-2019. This is the 4th reported incident for this catalog with this particular defect. A sample was not provided at the time of the investigation. After evaluation we can describe as follows: 1. We reviewed our batch history record and no quality issues of this nature were reported. 2. All operators are certified in their respective operations. 3. The operators or the quality inspector did not identify this condition during their process and continuous inspection. 4. We verified that these devices are made with qualified, tested, and approved materials. 5. This product was made using materials released in accordance with our product specifications and validation processes. Based on our investigation we concluded that this issue possibly was caused due to a resin degradation generated during our extrusion process. Personnel involved in the assembly and coiling processes did not identify this condition and as a result the tubing was not properly segregated from our process. Awareness documented training was provided to the employees involved in the process of this product to be alert about this kind of issue. A sensor device that detects and segregates this kind of debris in an automatic manner was installed in our extruder¿s machines to remove non-conformance product from the process. We will continue to monitor the trend of this type of incident.

Event description:
The customer reported that a bug was found in the clear suction tubing (B)(4) in the total hip (B)(4) causing the entire setup to be changed resulting in a 55 minute delay. The procedure performed was a total hip replacement. Due to delay of the procedure, the spinal wore off and patient required a general anesthesia. The patient is currently fine. No injury reported. MDR being filed for potential risk to patient.